Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer was treated with food. It was reported that they had over delivery alarm. It was reported that the insulin was dripping or squirting from end of set before connecting at their site. It was reported that the customer was using automode. The customer was advised the pump will need to be replaced. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).